Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported she believed that lead had come away from where it was supposed to be because the patient physically does not feel anything and the patient had increased from 1.5 to 4.5 and still does not feel stimulation. The patient stated she was instructed to increase stimulation a little bit each day during the trial. The patient stated she was sure the lead wire was not in place. The patient stated that initially she was very sensitive to the stimulation. The patient stated it was set at 2.6, so she reduced it to 1.0 where the patient felt it comfortably. The patient increased stimulation to 1.6 and was feeling slight tingling, but no discomfort. The patient stated she went to bed at that level and was watching her movements during the waking hours, but mentioned her bed was very high and difficult to get into without scooting. The patient stated that may of caused the wire to move out of place. The patient stated she can not get through to the healthcare professional (hcp), the patient plans to try and get in touch with the hcp. The indication for use is unknown.